Event description:
It was reported that the patient underwent an l4-l5 fusion with an interbody cage and rhbmp-2/acs. It was reported that imaging studies showed that the patient developed uncontrolled bone growth and resulting nerve compression at or near where the infuse was implanted. It was reported that the patient now suffers from pain, radiculitis, and emotional distress.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.